Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), right ventricular (rv) lead, and left ventricular (lv) lead exhibited increased pacing lead impedance (pli) measurement along with high pacing threshold, and loss of capture (loc). Additional information was obtained which indicated that the pli for both the rv and lv lead measurements had increased from 430 ohms to 1,696 ohms, and 870 ohms to 1,970 ohms, respectively. It was also reported that these impedance measurements and pacing values had reverted back to its lower previous measurements. Furthermore, this rv lead also exhibited oversensing episodes. Noise was seen similar to that of "respiratory measurement". There was no asystole greater than 2 seconds reported. The system remains in service. No adverse patient effects were reported. Subsequent information was received that this rv lead was explanted due to noise, oversensing and high pacing impedance measurements. No additional adverse patient effects were reported.